Event description:
It has been reported to philips that, system would not booting up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system on site and confirmed that the system keeps rebooting. The fse re-installed software to the suit pc, sw reload was successful. After re-installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.